Event description:
Provider states the bed is bent where motor attaches to head spring frame.

Manufacturer narrative:
MDR decision date (B)(4) has been initiated for this issue. Malfunction has not been confirmed.